Manufacturer narrative:
The technician found both of the siderail latches were bent. The technician replaced the siderail latches to repair the stretcher.

Event description:
Information received indicates both siderails will not lock into the up position.